Event description:
It was reported the patient stated that he was very sick after the device was replaced, from (B) (6) through (B) (6), until hcp found that the catheter had "broken" during implant. The patient states that it swelled with fluid and he had csf leakage. The hcp patched the catheter. The patient also noted that the pump was "too big". The drug in the pump was dilaudid. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).